Event description:
Varying lots of packaged, sterilized custom surgical packs, when opened, have equipment that feels cold and damp. This can be detected with gloves on. The primary affected product are disposable, blue surgical towels.